Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The lesion was pre-dilated with a maverick 2.5x8 mm balloon at 6 atms for 20 seconds. The physician placed a taxus express2 2.5x16mm drug eluting stent to the 90% stenosed lesion located in the mid left anterior descending (lad) artery across the ostium of the first diagonal (dx), at 14 atms for 20 seconds. Excellent angiographic results were achieved with timi iii flow. No patient complications were reported. Medications used during this procedure include; heparin, clopidogrel and integrilin. Two years and seven months post implantation, the patient presented with chest pain, an st elevation myocardial infarction and in-stent thrombosis. The patient had discontinued plavix approximately two weeks prior to this presentation. The lad was pre-dilated with a 2.5x15mm maverick balloon to 10 atms. The lesion is a true bifurcation with thrombus present in the previously placed stent in the lad and extending into the diagonal (dx) branch. The dx was pre-dilated with a 2.0x12mm balloon and stented with a 2.5x12 mm non bsc stent at 8 atms. The 2.5x15mm maverick balloon was then used to crush the dx stent into the lad. The lad was then stented with a 3.0x23mm non bsc stent in the area of the previously placed taxus stent. There was an area of plaque/thrombus shift into the ostium of the 1st dx branch so kissing balloon inflations were performed with a 2.0x12mm quantum balloon and a 2.75x15mm quantum balloon. At this point, good stent apposition and resolution of the plaque shift was achieved. A 3.0x12mm non bsc stent was then placed just proximal to the stent in the lad. Post dilatation was performed where the stents overlapped. Final angiography revealed good stent apposition. Timi iii flow was achieved with 0% residual stenosis. No additional complications were reported. Medications used during this procedure include; midazolam, fentanyl and nitroglycerin. Aspirin and plavix were prescribed post procedure.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complainant device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.